Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device delivered inappropriate antitachycardia pacing therapy for ventricular premature contraction. The patient presented over a remote transmission with multiple vt/vf episodes. Programming changes were made.